Event description:
There was no device malfunction, revision procedure was due to post-op pain. The index procedure was a two-level case at c4-c6 on (B)(6)2024. Post index procedure, patient was referred due to pain and weakness. Revision procedure to remove cage on both sides at c5-c6 took place on (B)(6) 2024. The case was completed successfully, and patient is recovering as expected, with no clinical sequelae noted.